Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Hardware low level failures confirmed in pump history with variable (009) due to software anomaly. No the main arm cannot communicate with the motor arm, enervated if minute event is not received from motor processor or the sw watchdog task is not running properly or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula were noted. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with stained serial number label.

Event description:
Customer's mom reported via phone call that the insulin pump was damaged and had multiple pump error. The customer blood glucose was 380 mg/dl, 102 mg/dl. The blood glucose was treated with the insulin pump. The customer reported that they had performed the self test and displacement test and the tests was passed. The customer reported that troubleshooting was performed for damage and noticed the reservoir lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer reported that insulin pump will need to be replaced. The insulin pump will be returned for analysis.